Event description:
Received information regarding a cartridge alarm 1 during basal delivery. Customer cleared the alarm. However, the customer reported that due to time constraints and work, she did not resume insulin delivery until approximately 8 hours later. The customer's blood glucose level was impacted (in the 600's mg/dl) and the customer was hospitalized. Customer was able to load a new cartridge successfully. Customer was expected to be released from the hospital on (B)(6) 2015 and blood glucose level had gone down to 120 mg/dl.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.